Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter¿s battery was found to have a low voltage. The primary complaint was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/ patient contacted lifescan (lfs) on alleging her onetouch ultra2 meter was displaying a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information. The patient reported the alleged issue first occurred in april at 8 am (unknown year and day). The patient reported using self adjusting insulin to manage her diabetes. The patient reported on (B)(6) 2013 at 8 am she had an increased dose of novolin 70/30 5units. The patient reported during (B)(6) (unknown year) at 10 am, she felt ¿shaky and sweaty.¿ the patient reported she did not receive any treatment in response to her symptoms. At the time of troubleshooting, the cca confirmed it was not the first time the meter had been used and there was no misuse of the meter. The patient reported the battery did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, she increased her usual dose of medication and developed symptoms suggestive of hypoglycemia.